Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. Approximately 8 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: diagnosis: osteolysis, instability, femoral loosening. Soft tissue mass left knee. There was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but not evidence of prosthesis loosening. There was significant osteolysis behind the femur and in the proximal tibia. A dressing was applied. Patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
D10 concomitant devices: (B)(4) cc tibial insert sz 2, 11mm 1877850. (B)(4) cc tibial insert sz 2, 11mm 1987148. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.